Event description:
It was reported that lead perforation occurred during an implant. The perforation caused complications and the patient became unstable. The physician elected to remove the entire system.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.